Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4). Implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The representative reported that the patient had their lead extension and ins removed due to infection. The representative reported that the exact date of this removal was unknown. No device issues were reported. Refer to manufacturer report #3004209178-2017-01905

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.